Event description:
It was reported that on (B)(6) 2021, the patient developed major bleeding in the upper gastrointestinal tract. The patient had a lesion or underlying disease at the site of bleeding, causing the bleeding to develop. Two bleeding sites caused by gastric vasodilatation that was not confirmed prior to the left ventricular assist device (lvad) implant were observed in the stomach. It was considered that the event may have been caused by the lvad. Less than four units of red cell concentrate were transfused in less than 24 hours. The patient was on warfarin and aspirin at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.